Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported via mycataracts facebook page that they see worse than they did prior to their intraocular lens (iol) implant procedure. They stated that their multi focal lens is not allowing them to see to read or "really see". The lens remains implanted.